Manufacturer narrative:
Insulin pump received with button error alarm due to corroded keypad traces and moisture damage found on the lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have received a button error alarm. Button error did occur right after moisture exposure. Insulin pump was exposed to moisture from sweat as customer was wearing insulin pump in his pocket while working in the yard. Customer's blood glucose was 114 mg/dl. Customer was advised that insulin pump would need to be replaced.